Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the self test. No unexpected different colors on the screen or missing segments/partial display noted during our testing. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported that the customer could not view the complete screen on the insulin pump. The customer's blood glucose was 213 mg/dl. The customer stated the insulin pump was neither bumped nor dropped. She was advised to revert to a back-up plan. Nothing further was reported.